Event description:
During a preventative maintenance check by zoll technical svc dept the device displayed error message code "status 90" on the monitor screen. There was no pt involvement in the reported failure.

Manufacturer narrative:
Na